Event description:
Customer reports to have physical damage of insulin pump. It was reported that a chunk of plastic was missing from reservoir compartment. It was also reported that there were air bubbles in infusion tube. It was not known how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Unit received with broken reservoir tube lip. Unit received with cracked lcd window and case at display window corners. Unit received with minor scratches on lcd window.